Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (244 mg/dl). The cartridge and infusion set would be changed and a bolus via the pump was delivered. The high bg would be resolved. The customer reported that when a new cartridge was loaded the pigtail tubing was not discolored; however, over time it becomes discolored. The customer thought the discoloration may have been impacting the bg level. The customer reported to have been wearing black clothing/pants next to the cartridge pigtail tubing. The current bg was 123 mg/dl and the cartridge pigtail was discolored. Tandem technical support advised the customer that the tubing could become discolored if dye from the clothing rubs off onto the tubing. Tandem technical support advised the customer to discuss the high bg levels with a healthcare provider. The customer understood the information and was satisfied that the issue was addressed.